Manufacturer narrative:
This report is submitted on october 05, 2023.

Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. It is unknown if there are plans to reimplant the patient as of the date of this report.